Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review of an electrogram, it was noted that the patient was experiencing bradycardia and discomfort. The patient was then transported to the emergency department, where the advisory implantable cardioverter defibrillator could not be interrogated. The patient was admitted to the intensive care unit (ICU) and the device was explanted and replaced on (B)(6) 2018. The patient was stable during and after the procedure.

Manufacturer narrative:
Correction: the awareness date of the initial MDR should be (B)(6) 2018. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
New information received on (B)(6) 2018 indicating that device exhibited the battery performance alert (bpa) advisory and premature battery depletion.

Manufacturer narrative:
Premature battery depletion and communication failure were confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016. The communication failure was caused by premature battery depletion.